Event description:
The end user fell while sitting on the device and fractured her hip.

Manufacturer narrative:
The incident was not witnessed but it was reported that the end user was moving the rollator in the kitchen while sitting on the device. One of the wheels broke and she fell, fracturing her left hip that required surgical repair. The daughter stated the end self-propels the device when she is sitting on it. The safety instructions in the owner's manual specifically state that the device should not be self-propelled while sitting and that the rollator should not be moved while someone is sitting on the seat. The sample was not returned to us for evaluation. The reported lot number indicates it was manufactured in 2006 and it is not known if ongoing maintenance had been performed on the device. Photos were sent and indicated the right front caster bolt had broken. The root cause was not determined. It is not known if the device caused the incident or if the end user fell on the device causing the caster to break.